Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device issued a clear of patient prompt when connected to the pc. The configuration settings were also inaccessible during download. This indicates a fault. The device recorded four manual power ups on (B)(6) 2016, the longest of which lasts 24 seconds. No further log entries were recorded. Investigation found the reported fault can be attributed to membrane failure due to corrosion. Corrosion was found on the on button and resulted in the device switching on automatically. This would confirm the reported fault. The device was also observed giving prompts in three separate languages, the device memory log indicates the language displayed is english. The fault is likely due to adverse storage conditions. The device is tested before leaving heartsine, it is therefore concluded this fault occurred after dispatch from heartsine. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.